Event description:
It was reported that patient had an explant of their rigicon device (competitor device). This was due to urethral erosion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).